Manufacturer narrative:
The manufacturer previously reported information alleging a red screen with a fan required message occurred on a trilogy ev300 ventilator. There was no harm or injury reported. There was no reported patient involvement. An evaluation of the device took place by a philips remote service engineer, and a service repair quote has been sent to the customer and is awaiting confirmation in order to proceed with the repair service. There is no documentation stating the evaluation details or a component replacement to resolve the issue. Additional information regarding the repair evaluation has become available. The philips remote service engineer states that the system board of the equipment is damaged and will not start or blow. The trilogy evo system printed circuit assembly (pca) board was replaced to resolve the issue. No further investigation is required. The section h coding has been updated accordingly.

Event description:
The manufacturer received information alleging a red screen with a fan required message occurred on a trilogy ev300 ventilator. There was no harm or injury reported. There was no reported patient involvement. An evaluation of the device took place by a philips remote service engineer, and a service repair quote has been sent to the customer and is awaiting confirmation in order to proceed with the repair service. There is no documentation stating the evaluation details or a component replacement to resolve the issue. The manufacturer investigation is still on-going. A supplemental report will be submitted when the manufacturer's investigation is complete.